Manufacturer narrative:
Device not returned.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to reset the pump to resolve the issue.